Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was revealed that the patient's implantable cardioverter defibrillator had gone into back-up operation. It was identified to be due to event queue overflow. Programming changes were made, successfully restoring the device. There were no consequences to the patient.